Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of rainy image was confirmed. The site rite 8 20mm gt probe was visually inspected upon receipt and was found to be in poor physical condition. The reported issue is confirmed; the probe displays rain like image. The root cause of the reported issue is a probe failure. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm, the screen on the machine itself looks like it is raining. It looks the worse at the bottom of the screen. We swapped probes and the machine image was fine, but when we swapped back it displayed the ¿rainy image¿ again.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm, the screen on the machine itself looks like it is raining. It looks the worse at the bottom of the screen. We swapped probes and the machine image was fine, but when we swapped back it displayed the ¿rainy image¿ again.